Event description:
It was reported that the tandem-provided usb cable became stuck in the usb port resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.